Event description:
The customer obtained multiple, non-reproducible, vitros tropi I es results for a known troponin I free sample (3.59, 0.061 vs. Expected results < 0.014 ng/ml) processed on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur on patient samples undetected. There was no report that patient samples were affected in a way that could cause patient harm. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, non-reproducible, vitros trop I es quality control results were obtained from a known troponin I free sample processed on the vitros 5600 integrated system. An ocd field engineer performed service actions to return the system to expected performance. The most likely root cause of this event is analyzer related.